Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified neurological surgical procedure it was observed that the angle attachment device was not working properly and the hose on the motor device ruptured. It was reported that the devices were being used together. It was reported that there was no delay in the procedure as an identical spare motor device was available. It was reported that there was no spare angle attachment device available; however, an unspecified spare straight attachment was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working properly was confirmed. An assessment was performed on the device which found that the device failed cutter insertion assessment. It was determined that the bearings were worn out, loose, and no longer in axial alignment not allowing the cutter to pass through and creating a situation where the cutter was not able to be inserted. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.